Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker developed several hematomas due to regular tape was used upon procedure. Boston scientific technical services (ts) noted that the patient undergone another procedure to resolve the hematoma. Additional information indicated that the patient was doing fine now with no issues. This pacemaker remains in service. No additional adverse patient effects were reported.